Event description:
It was reported that foreign material was present in the device. During atrial flutter ablation procedure to treat atrial flutter, a blazer open-irrigated ablation catheter was selected for use. It was observed that a black substance was found around and under the steering wheel, it was not lose or embedded. The sterile seal in the packaging was not compromised. Device worked well to ablate, therefore, the procedure was completed using the original device. There were no patient complications. The device was disposed, it will not be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.